Manufacturer narrative:
(B)(4). This report of a system error 2240 alarm was confirmed. Per information provided by the patient the cause was determined to be use error (the patient stated that they were 20 minutes late in reconnecting to the instrument). The lot number is unknown; therefore a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded by the customer. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during drain 2 of 3. The home patient (hp) stated that he disconnected during dwell then got back 20 minutes late to the hc. The hp reconnected but the hc was alarming. The technical service representative (tsr) explained the alarm. The tsr had the hp closed the clamps and cycle power to clear the alarm. The tsr advised the hp to discard the supplies and finish with manual. No patient injury or medical intervention was indicated at the time of the initial report. During follow up, the hp stated he is still using the spike connectors and that he was still doing therapy. No further information was given.